Event description:
Caller alleged discrepant results compared with the lab. Results as follows: (see scanned table).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: (see scanned table). Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits of two sets of data cannot be determined. The mean of last set of data were >5.0 and the difference between inr's was >2.2. The last set of data considered inaccurate. Products will be investigated. Per internal procedure, in-house retains were tested using therapeutic blood from two donors. The test results are as follows: (see scanned table). Based on the above test results, per internal procedure, retain strips lot 050678 meets the criteria for strip accuracy.